Event description:
The consumer does not "prime" before injections. The consumer reported pen needle clog when taking injections. Stated, it takes more then one pen needle to complete one injection because the flow will stop before it's done dispensing. Stated, she is concerned with wasting insulin from having to prime first. Lot: unknown. Catalog: 320122. Date of event: unknown. Samples: no (B)(6).

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.